Event description:
It was reported that the tandem-provided usb charging cable became frayed. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using the same usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.